Manufacturer narrative:
Resmed has requested the device be returned so an engineering investigation could be performed. Since the device has not yet been returned, resmed is unable to confirm the complaint or determine the cause of the malfunction at this time. There was no injury or adverse event reported for this incident.

Event description:
It was reported to resmed that an s8 device caught fire after it was plugged into the wall outlet.